Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the videoscope exhibited foreign material attached to the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
Per the customer¿s response, reprocessing was implemented in line with the instructions for use. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. The event is detectable and preventable by handling the device in accordance with the following sections of instructions for use (IFU): the instruction manual operation manual, ¿gif-xz1200, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual, ¿gif-xz1200, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.